Event description:
The customer reported they noticed a hole in the tubing burette while connected to a nicu baby after a 12 hour infusion of d10w. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a hole in the burette was confirmed. Visual inspection showed a hole on the burette chamber. Due to the hole, functional testing could not be performed. The root cause could not be definitively identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they noticed a hole in the tubing burette while connected to an nicu baby after a 12 hour infusion of d10w. There was no patient harm.